Manufacturer narrative:
This is pending repair completion. The customer ordered the power management board, the power management board is on back order.

Manufacturer narrative:
The service engineer replaced the power management board to address the reported problem.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the unit alarms for over temperature on battery, units switches from battery to normal power without any power cord connected to the wall socket. The customer reported that the unit was in use on patient, but there was no patient harm reported.